Manufacturer narrative:
Follow-up # 1 ¿ (09/08/2014). The patient¿s meter has been returned on 8/18/2014 and evaluated by lifescan product analysis on 8/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have a defective processor cpu u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter would not power off. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 10:00 a. M. The patient manages his diabetes with insulin (unknown type, self-adjuster). At 1:00 p. M. The patient mentioned he had more food/drink in response to the alleged issue. The patient stated, 4 hours after the alleged issue occurred, he developed symptoms of ¿low blood sugar.¿ the patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.